Manufacturer narrative:
Updated serial number in d4 from (B)(6) to (B)(6). Updated device manufacturer date in h4 from 09-feb-2019 ro 28-feb-2019.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported reporting observing a clear transparent liquid leaking out of the system solution drawer from the alinity m instrument. The leakage was found inside the instrument in the system solution drawer and outside the instrument. The leakage was outside the instrument footprint. The customer could not identify the origin of the leakage. The customer was wearing personal protective equipment (ppe). The technical application specialist (tas) downloaded log files for analysis and checked the reservoir level and pressure level graphs of the different solutions. The ethanol was showing an abnormal profile. A field service engineer (fse) has been dispatched. There was no report of injury or exposure regarding the reported leak. This incident is being reported to FDA because the incident occurred in france using the alinity m system, list 8n53-02, which is also us FDA approved.